Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to improper insertion of the mentioned device.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, a facility notification was received via email regarding the pmcf study. A facility representative reported that a patient underwent a procedure for acl/pcl instability. The date of the procedure was not provided. The healthcare professional (hcp) reported that soft tissue fixation was not achieved successfully due to loosening of biocomposite swivelock suture anchors. The hcp mentioned that it is unknown whether the complications were device related. The hcp also reported that revision surgery was performed to treat the failure of soft tissue fixation. The revision was performed on (B)(6) 2023.